Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom, cracked front/bottom corners, barrel clamp, cracked handle, bent tube drive, worn split nut, cracked flange gripper wiper seal, contaminated left/right iui (inter-unit-interface) with damaged ribs. Performed unit calibration. Based on the findings, service determined that the reported issue was due to wear syringe front cover. Device history record: a review of the device history record showed the device had a manufacture date of 25jul2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.